Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire and an open black (main batt) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt therapy electrodes were non-functional.